Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to strian/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor power was too low on the compact air drive device. It was further noted that the bearing was defective, the pressure pin was worn, the housing was cleaned incorrectly, the protective layer was damaged and the device failed the air leak and noise test. It was noted in the service order that the device could not reach to maximum speed (slow), and the color on the casing was changing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.